Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump battery compartment was observed to be cracked below the grip pad. The battery cap was not returned with the pump; a test cap was inserted and the pump powered on appropriately. The pump display screen was found to be dim and discolored with a reddish tint. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored and the battery compartment was cracked. This report is made based on the product analysis findings from (B)(6) 2015.